Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of patient made mistake/touch contamination and peritonitis coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On an unreported date in 2011, the patient made a mistake/touch contamination. On an unknown date in 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. Treatment information was not reported. On (B)(6) 2011, the patient was discharged. At the time of this report, the patient was recovering from the peritonitis. Outcome for patient made mistake/touch contamination was unknown. Dianeal therapy was ongoing. Concomitant medications were not reported. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11g22022 and h11e06037 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the use error which caused the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.